Event description:
Attempt at placement of a pacemaker in or. While attempting insertion, guide wire for lead placement into ventricle went through ventricle and outside heart resulting in cardiac tamponade. Abdomen prepped in epigastric area and passed needle into pericardial cavity and blood aspirated pt stabilized and transferred to tertiary care.